Manufacturer narrative:
The investigation into the aic - power on issues/blank screen has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. As described in the complaint, the pump was inserted into the patient. The pump was run continuously until there was a string of "scumain:reopen ncc_signal" log entries that culminated in a heartbeat check showing the calculator process had crashed and a partial reset by the software watchdog. The motor was terminated and the user asked for the pump to be resumed so therapy was lost for 20 seconds. The pump was restarted but removed from the console 40 minutes later. Shortly before the calculator crash, the memory system had filled up and needed to delete old files to make space for new files to be created. The failure mode was not reproduced through running a pump and putting the console into the burn-in room. The root cause of the unexpected reboot was due to a calculator process crash. The cause of the process crash was unable to be determined due to the inability to reproduce. D.6a date was reported in error on the previously submitted report. There is no implant date for an automated impella controller. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During patient support, the automated impella controller (aic) screen suddenly went black. The patient's blood pressure dropped at the same time. The aic may have stopped driving. However, there were no problems with hemodynamics as extracorporeal membrane oxygenation machine was used in combination with the aic. The aic restarted on its own and worked without further issues. There was no report of patient harm.

Manufacturer narrative:
The automated impella controller (aic) has been received from the customer. However, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.